Manufacturer narrative:
Date sent: 9/28/2007. Info is unavailable; device was not returned for eval. The device was not received for analysis; therefore, the complaint could not be confirmed. We did not receive a batch number or lot number so therefore, we were unable to review the mfg records. Complaint info is trended on a regular basis to determine if further investigation is warranted.

Event description:
It was reported that during a low anterior resection procedure, the anastomosis was found to be incomplete during testing. A new instrument was used to complete the case. There was not pt consequence.